Manufacturer narrative:
The manufacturer previously reported information alleging airflow stopped sending during using the device during a visit of the sales rep for a periodical inspection. They had continued to use the device since there were no problems with using it after that. It is suspected that pests entered the inside of the device. Foreign matters were observed inside the lcd screen. It was confirmed that the device stopped operating in the alarm log. The alarm occurring was "ventilator inoperative" alarm. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and device was found to be contaminated with pests. No repair to be performed on device due to pest contamination. The device will be scrapped. At this time, no further investigation can be performed. If any additional information is received, a supplemental report will be filed.

Event description:
The manufacturer received information alleging airflow stopped sending during using the device during a visit of the sales rep for a periodical inspection. They had continued to use the device since there were no problems with using it after that. It is suspected that pests entered the inside of the device. Foreign matters were observed inside the lcd screen. It was confirmed that the device stopped operating in the alarm log. The alarm occurring was "ventilator inoperative" alarm. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.